Event description:
A case enrolled in the trident tritanium acetabular shell revision study (#61) was reported to have had previous implants mfg by stryker. The components were reported to be revised for aseptic loosening and infection of the acetabulum.

Manufacturer narrative:
The info provided by stryker orthopaedics' clinical affairs dept. No additional info is available at this time. Additional f/u info may be obtained by the clinical affairs dept as it becomes available. If additional info becomes available then it will be submitted in a supplemental report.